Event description:
Several pts (exact number and individual details not provided to 3m (B)(4)) experienced cracks in their tooth structure (both lingual and buccal areas) after dentist performed posterior restorations with 3m (B)(4) filetek supreme plus flowable restorative, 3m (B)(4) filetek supreme plus universal restorative, and 3m (B)(4) adper single bond plus adhesive. Restorations were either new, or were done to replace old amalgam fillings. Some pts have required crowns or root canals; all pts are reported to be fine. Dentist indicated her technique to be as follows: places about 1 mm of filetek supreme plus flowable restorative in box and light cures; applies 2 to 3 coats of adper single bond plus adhesive and lightly air dries between each layer and light cures; places filetek supreme plus universal restorative greater or less than 2 mm in incremental depth and light cures for 30 seconds. Dentist also indicated she uses a sleeve over the light guide and tip of the curing light.

Manufacturer narrative:
The reported reset was verified via stored egms. The egms revealed that the battery voltage had depleted below end of life (eol). This caused noise and cyclic charging, which resulted in a power-on-reset (por). After the battery was replaced, the device functioned normally.